Event description:
Account stated that the head is not raising with weight on the head section.

Manufacturer narrative:
Account tested the bed and found the hydraulic manifold is the problem. Account stated it may take some time before he is able to work on this bed. He will call back, if needed, at such a time that he is able to complete this work on this bed. Repair has not been completed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.